Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and no capture was also noted. The rv lead was capped and remains in the patient. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: unknown st jude, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.